Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s)).") In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's past medical history included gravida ii and parity 2. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 6 months 14 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic tubal ligation with kleppinger bipolar electrode). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression and fallopian tube perforation to be related to essure. The reporter commented: she currently planning for essure removal. The device was in good position with 4 trailing coils on the right side. A similar fashion was used on the opposite side with 4 trailing coils on the l side. The procedure was the terminated after a total of 10 min. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded on unknown date second hsg was recently done showing persistent patency of the tube despite the essure device being in place. Hsg x2 the left fallopian tube was seen to be patent. Impression: failed essure occlusion on the left side, second hsg was recently done showing persistent patency of the tube despite the essure device being in place. As per mr: date of test: (B)(6) 2010 type of test: hysterosalpingogram (hsg) after informed consent was obtained, under aseptic conditions, the internal os was easily cannulated. A small amount of contrast material fills a normal appearing endometrial cavity. Bilateral essure devices are identified. The right completely occludes the fallopian tube. There is free spillage beyond the left essure device into the peritoneal cavity. Impression:non occlusion of the left fallopian tube by the essure device. Occluded right fallopian tube as before. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided- depression, mental anguish, device ineffective. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s)).") In a (B)(6) female patient who had essure inserted for female sterilisation. The patient's past medical history included gravida ii and parity 2. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 6 months 14 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic tubal ligation with kleppinger bipolar electrode). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she currently planning for essure removal. The device was in good position with 4 trailing coils on the right side. A similar fashion was used on the opposite side with 4 trailing coils on the l side. The procedure was the terminated after a total of 10 min. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded on unknown date second hsg was recently done showing persistent patency of the tube despite the essure device being in place. Hsg x2 the left fallopian tube was seen to be patent. Impression: failed essure occlusion on the left side, second hsg was recently done showing persistent patency of the tube despite the essure device being in place. As per mr: date of test: (B)(6) 2010 type of test: hysterosalpingogram (hsg) after informed consent was obtained, under aseptic conditions, the internal os was easily cannulated. A small amount of contrast material fills a normal appearing endometrial cavity. Bilateral essure devices are identified. The right completely occludes the fallopian tube. There is free spillage beyond the left essure device into the peritoneal cavity. Impression:non occlusion of the left fallopian tube by the essure device. Occluded right fallopian tube as before. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received: reporters details and new reporter added. Event perforation pt was updated to fallopian tube perforation. Historical, concomitant condition and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.